Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient did not know the concentration of the morphine but stated that the dose was ¿2.7 or 2.9, less than 3 mg/day". The indication for pump use was non-malignant pain. The patient reported that at the pump refills in both (B)(6) of this year 4-5 hours after the refill she has felt like something was wrong in terms of the dose because she would start to vomit/get sick for several days. She was feeling like she was overdosed. At those refills, the hcp (healthcare provider) expected 1 cc and would only pull out .25 cc. The patient was concerned something was wrong with the pump/port where the medication was injected, and she had let her hcp know. Her hcp told her to call to have a company representative present at the next refill on (B)(6) 2021. The patient was redirected back to her hcp to have the hcp arrange it.